Manufacturer narrative:
Investigation completed: 01/26/2018. No sample will be returned for evaluation. In addition, no pictures of skin condition were provided; therefore, the event/condition could not be confirmed. The device history record (DHR) review could not be performed since no lot number was reported. No assignable cause that could be associated to the manufacturing process of biopatch was identified. However, biopatch¿s IFU literature recognizes the possibility of an adverse reaction. The IFU warns: ¿adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if any such reactions occur, discontinue use of the dressing immediately.¿

Event description:
On (B)(6) 2018, a company representative reported on behalf of the customer. The customer had a peripherally inserted central catheter (PICC) line for thirteen months and noticed a six to seven inches red irritation every time the customer replaced a 4150 biopatch dressing. The customer had to use alcohol and iodine to clear the irritation and a normal dressing was applied, until the irritation subsides. The patient continued using the biopatch product. The product was not available for return.